Event description:
Customer received results of 272 mg/dl and 82 mg/dl within 10 minutes. Customer was seeing spots and flashes with the reading of 82 mg/dl. Customer took a glucose tab after getting reading of 82 mg/dl. Customer was able to self-treat. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.